Event description:
It was reported that a patient underwent a total hip arthroplasty in 1995. Subsequently, patient was revised on (B)(6) 2013 due to dislocation. It was noted x-rays appeared to show the cement mantle appeared fractured in the femur. The stem, head, liner and cement were removed and replaced.

Event description:
It was reported that the patient underwent a hip arthroplasty in the mid 1990's. Subsequently, the patient is having problems with dislocation. A revision has not been scheduled to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and part identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-00520-1 and 01349/1351).